Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user took an external insulin injection while the ilet remained connected, after which the user experienced hypoglycemia with blood glucose reported at 45¿50 mg/dl and levels outside 70¿180 since the morning at school. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included self-treatment with oral glucose in the form of gummies, no suspension of insulin delivery on the ilet, no professional medical intervention, and no hospitalization. Investigation included user interview, device-use history review, and assessment of use error related to concurrent manual insulin dosing while the device was active. Investigation of this case revealed user error related to concomitant insulin administration leading to hypoglycemia, with device alerts or alarms not reported. It was concluded that the device functioned as designed and that the event resulted from use error.